Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the patient was found not paced when arriving to the hospital. The pacemaker (programmed in vvi 70 min - 1 mode) was followed six months ago by a magnet application without obvious signs of wear. The patient is not dependant. The device was explanted and will be returned for analysis.